Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and was getting insulin flow block alarm. The customer blood glucose level was 483 mg/dl and 351 mg/dl. The customer treated high blood glucose level with 10u humalog. Customer reports insulin exited. The insulin pump and the infusion set will be returned for analysis and the reservoir will not be returned for analysis.